Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Bd acknowledges the customer's experience regarding the indicated failure mode for fibrin with the incident lot. Bd technical services provided guidance and educational material to the customer regarding their reported sample quality issue (fibrin). To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
Material no. 367960, batch no. 9126523 (2 of 3). It is reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer experienced fibrin in several specimens. This occurred on 11 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 11 occurrence of fibrin witnessed on (B)(6) 2019. Original specimens were collected on (B)(6) 2019, specimens were left for 5 mins before spinning down and separating to be sent to lab for processing. Serum was placed in freezer over night and left at room temperature for 3 hours (guessing) the following day ((B)(6) 2019) to thaw when customer witnessed clotting in plasma. These 11 specimens have not yet been run for retesting as of right now. Date of incident is (B)(6) 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367960, batch no. 9126523 (2 of 3). It is reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer experienced fibrin in several specimens. This occurred on 11 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 11 occurrence of fibrin witnessed on (B)(6) 2019. Original specimens were collected on (B)(6) 2019, specimens were left for 5 mins before spinning down and separating to be sent to lab for processing. Serum was placed in freezer over night and left at room temperature for 3 hours (guessing) the following day ((B)(6) 2019) to thaw when customer witnessed clotting in plasma. These 11 specimens have not yet been run for retesting as of right now. Date of incident is (B)(6) 2019.